Event description:
Unplanned outage of CT scanner reported by team, emergency department diversion for stroke patients, repair service unable to complete the repair, anticipate return to facility with a different part.